Event description:
It was reported, that the left ventricular (lv) lead exhibited high capture threshold, since implant and got worse over time. The lv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.